Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 1.0cm in size and located in the right lower lobe. Radial ebus was utilized to localize the lesion, and forceps were used under c-arm fluoroscopy during biopsy. The diagnosis obtained from pathology was non-diagnostic. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.